Event description:
The vioptix device supplied tissue oxygenation readings of a patient's post-mastectomy bilateral breast flaps that were within normal range. However, the patient's clinical presentation was inconsistent with the normal oxygenation readings. Despite the normal readings provided by device, the patient's breast tissue was not well perfused and the flap decompensated. The patient had an unscheduled return to surgery for debridement and revision of the flaps.